Event description:
The customer reported during preventive maintenance testing at the user facility, the device did not pass the calibration test. The device was returned to the pharmacy for an unspecified reason. No tracking info was provided; therefore, specific pt info, device programming or event details were not available. There were no reports of adverse pt events or delays of critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device touchscreen was found to be out of calibration. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.